Event description:
It was reported during surgery, the tip of the plate tack broke, and the fragment remained in the patient. This issue prolonged the surgery by 10-15 minutes. There were no other adverse patient consequences reported. It was also reported the device is not available for evaluation, and the batch/lot number of the device is not available.

Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. The device was not received for evaluation. Based on the information received, the root cause could not be determined.